Event description:
It was reported that the patient with diabetes experienced a bent cannula at the infusion site during use of the cadd cleo infusion set. The patient discovered the issue when glucose levels continued to rise and upon inspection noted that the infusion site was hanging down. There was patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.